Event description:
It was reported by the consumer that she is unable to tolerate foods and has been vomiting since gastric band implant. She also reported that a follow up procedure was performed to remove the band extender. This did not resolve her symptoms. Consumer reported that she has been to the emergency room several times due to vomiting. In a conversation with the consumer on (B) (4) 2010 she advised that she continues to have issues with keeping food down. She states that she was hospitalized (B) (6) through (B) (6) because of this issue and dehydration. During the hospital stay, the patient was given tpn, but it was discontinued when she was discharged home. Per the patient, she has seen the implanting surgeon and he told her "you are just a cry baby" "you need to deal with it or have the band removed". The implanting surgeon has scoped her three times and states the band is in place, no ruptures seen. According the consumer, the surgeon is telling her that she is eating the wrong foods and drinking too fast. She disagrees with him since she is unable to tolerate foods. She has not had any fills. She indicated that her internal medicine doctor has told her that she has a narrowing of the esophagus and recommended that she get a second opinion regarding the band. Consumer is adamant about keeping the band as she states she needs to lose weight.

Manufacturer narrative:
(B) (4). (B) (4). Information unavailable, device not returned for analysis. Device remains implanted.